Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported a low blood glucose (bg) level of 57 mg/dl. Suspected cause was customer's current basal setting. Customer drank juice to treat low bg level. Reportedly, customer's health care provider recommended setting a temp basal rate. Tandem technical support assisted customer with setting a temp basal rate successfully.